Event description:
A report was received that the patient was experiencing pocket site discomfort. The physician provided the patient with medication.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The physician provided the patient with medication.

Manufacturer narrative:
Additional information was received that the patient was given a lidocaine patch to treat the discomfort at the pocket site. The physician assessed that the event was related to the procedure and not device related.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The physician provided the patient with medication.

Manufacturer narrative:
Additional information was received that the patient experienced an ipg migration which led to the ipg revision. It was also reported that on (B)(6) 2017, a new battery was implanted into a new pocket site.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The physician provided the patient with medication.